Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving prialt and morphine via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient was being told that her pump had been dry since (B)(6) 2015. The pump was alarming. They had called her for a refill, but she had to cancel because she couldn¿t make it there. The patient was told that they had called her multiple times, but she had no memory of that occurring. She did not know when her last refill was. After she got home from the hospital on (B)(6) 2015, she started to hear the critical alarm every 10 minutes; before that she never heard an alarm. The patient had an appointment with her hcp (healthcare provider) on (B)(6) 2015. The patient was told by the hcp that she had been without morphine for so long that she was going to have to start over. The patient didn¿t want to do that. She stated ¿wasn¿t getting help with it anyways¿ and ¿my pain is just so bad.¿ the troubleshooting performed, actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.